Event description:
Meter was set to the incorrect unit of measurement. The pt just arrived home from the hospital. Pt was admitted to the hospital approximately 2 weeks ago for hyperglycemia. On the day that pt was admitted to the hospital, pt's meter was reading "hi". Pt was feeling lightheaded and dizzy at the time of the result. Pt's spouse called the paramedics and the pt was taken to the hospital. Pt's blood glucose result was over 700 mg/dl. The pt stated that prior to being hospitalized pt was feeling tired and weak. In the days prior to the day of the event, pt was obtaining high results on pt's meter such as "320 and 310 mg/dl" but the meter was in mmol/l, not mg/dl. Therefore, the results were actually 577 and 559 mg/dl. The pt takes lantus and humalog insulin, the latter is based on a sliding scale. The pt was unaware the pt's blood glucose was as high as it was and pt was taking less insulin. The pt was unaware if the meter was previously set to the correct unit of measurement. The issue was resolved with troubleshooting. A control solution test was performed and it passed. Based on the information provided, there is evidence of a meter malfunction, and there is evidence that the malfunction led to a serious injury. No replacement items are being sent.